Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the outer jacket was removed from the white power cable, revealing a dark green substance consistent with fluid ingress beneath the cable jacket; this resulted in the appearance of the ¿dark mark¿ on the white power cable jacket. The fluid ingress was also observed on the underlying wires of both the black and white power cables. No physical damage to the underlying wires was observed. The controller was disassembled for inspection of the internal components and fluid was observed where the power cables enter the controller housing; however, the fluid did not reach the printed circuit boards (pcbs) or internal components. No physical damage to the underlying wires was observed. A broken strain relief on the connector side of both power cables was also observed. The reported event of a "dark mark" on the white system controller power cable was confirmed via visual inspection of the returned system controller (serial number: (B)(4)). The mark on the cable did not affect the controller's ability to operate a test pump. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The integrity of the internal wires of the power cables was tested and the cables passed without issue. The outer jacket was removed from the white power cable, revealing a dark green substance consistent with fluid ingress beneath the cable jacket; this resulted in the appearance of the ¿dark mark¿ on the white power cable jacket. The fluid ingress was also observed on the underlying wires of both the black and white power cables. No physical damage to the underlying wires was observed. The submitted log files and the log file downloaded from the returned controller contained approximately 15 days of data combined (03sep2020 ¿ 18sep2020 per the timestamp). The log files captured intermittent driveline fault and low flow hazard alarms; these are reported and investigated under the pump (refer to MFR # 2916596-2020-04765).the driveline was disconnected on 18sep2020 at 10:24:28 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The reported "dark mark" on the white power cable was determined to be caused by fluid ingress; however, the root cause of the fluid entering beneath the power cable outer jacket could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2016. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent controller exchange as part of troubleshooting for driveline fault events. A "dark mark¿ was noted on the white lead of the exchanged controller. No faults were observed after controller change and while the patient was reclined. Faults seemed to start occurring after patient was "up and about". The controller was returned for evaluation and was found to have damage due to fluid ingress. Related manufacturer report number: 2916596-2020-04765.